Manufacturer narrative:
The product remains implanted and was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that ten days after the device was implanted the patient experienced hydrocephalus symptoms, and that after a CT scan, the device was set to performance level (pl) 1.0. According to the report, the patient¿s condition was much better for the next three to four months. The report states that following that period, the patient experienced difficulty with their balance. According to the report, a CT scan was performed which showed that the device was over-draining and that the patient had insufficient csf in their ventricular system. The report states that the physician adjusted the pl setting to 1.5 and left it there for approximately one month before another CT scan was performed that showed there was no change in the patient¿s csf level and adjusted the pl setting to 2.0. According to the report, the patient experienced increased difficulty with balance, headaches, and a sense of a heavy head. The report states that approximately one month later the patient had a CT scan while in the hospital which showed that their csf level was unchanged compared to previous scans and the device was adjusted to pl 2.5. According to the report, one week after the adjustment patient¿s condition acutely worsened, and that another CT scan was performed which showed that the patient¿s csf level was too high. The report states that the device was adjusted to pl 2.0, and then further to 1.5 when the physician was not satisfied with the patient¿s progress. According to the report, the patient is doing better following the last adjustment, but not as well as they were in the three to four months after the device was implanted. Reportedly, the physician stated that they believed it is possible that the five pl settings offered by the device are not a good match for the patient¿s unique brain physiology. According to the report, the patient¿s physician plans on implanting an extra anti-siphon device to mitigate the potential for csf over-drainage in early september. The report states that the patient has not incurred an injury related to the device. The report states that the patient has had four brain surgeries since 1978 for a cholesteatoma in the area of posterior cranial fossa, and that the right part of their cerebellum is severely damaged as a result of the four surgeries. According to the report, the patient has experienced intermittent problems with their balance, headaches, sense of heavy head since the initial surgery, but that the symptoms did not persist for long periods of time until 2011, when they were first diagnosed with hydrocephalus.